Event description:
It was reported an alert occurred due to right ventricular (rv) lead defibrillation impedance greater than 200 ohms. Manual testing was performed and the impedance was 51 ohms. Defibrillation threshold testing was successfully performed. It was further reported the alert for high impedance reoccurred two more times. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. The rv coil impedance spiked to 254ohms up from a trend that had been in the 50-59 ohms range. The impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and rose to 1121 ohms and then to 1520 ohms from a trend in the 475-608 ohm range. Oversensing associated with the right ventricular lead was observed with ventricular tachycardia (vt) ¿ nonsustained episodes with evidence of lead noise oversensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.